Manufacturer narrative:
The customer reported that the display on the bsm (bedside monitor) is blank. The biomedical engineer switched the cables and the problem still persists. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the display on the bsm (bedside monitor) is blank. The biomedical engineer switched the cables and the problem still persists.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the display on the bsm (bedside monitor) is blank. The biomedical engineer switched the cables and the problem still persists. The customer was sent a replacement monitor. The unit was returned and evaluated. The reported problem was duplicated. Unit has been scrapped, as it was not worth repairing. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.